Event description:
It was reported that a catheter issue occurred. The 99% stenosed target lesion was located in a mildly tortuous and severely calcified coronary artery. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During advancement of catheter without prior treatment to confirm the lesion characteristics, the catheter became stuck in the severely calcified lesion due to lack of pre-dilation. It was immediately removed by force, with no separated fragments left inside the body. The catheter was noted to be kinked. The procedure was completed through balloon dilation. There was no patient injury.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed that the sheath assembly was kinked. Only the sheath and a wire were returned. Microscopic inspection showed that the catheter was entangled with the guidewire.

Event description:
It was reported that a catheter issue occurred. The 99% stenosed target lesion was located in a mildly tortuous and severely calcified mid left anterior descending artery. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During advancement of catheter without prior treatment to confirm the lesion characteristics, the catheter became stuck in the severely calcified lesion due to lack of pre-dilation. It was immediately removed by force, with no separated fragments left inside the body. The catheter was noted to be kinked. The procedure was completed through balloon dilation. There was no patient injury.